Event description:
Reporter stated that an unconscious pt's blood glucose was measured, using the inform system, with a result of 87 mg/dl. Reporter stated that pt was not given any treatment based on this value. Pt was subsequently transported to the hospital where, 15 minutes later, blood glucose measured "lo" on a hospital device. No info about pt's diagnosis or treatment was provided. Reporter did not provide the location where the discrepant result was obtained. Quality control testing had reportedly been performed on the inform system and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped. Inform system: comfort curve strip lot 549604 with expiration date 04/30/2008.

Manufacturer narrative:
The comfort curve test strips are the suspect device.